Manufacturer narrative:
The insulin pump had a blank display due to the corroded electronics assembly. The pump also had a corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was on vacation in hawaii and jumped into the ocean with the insulin pump on. Customer's blood glucose was over 200 mg/dl. Caller stated that the pump display went blank immediately after it was exposed to moisture. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.